Event description:
The patient's pump and catheter were removed due to an infection (date not reported). The patient experienced a fever. The patient's outcome was reported as "no-injury". The pump was used to deliver dilaudid and bupivicaine.